Manufacturer narrative:
Correction: product event summary:the device was returned and analyzed.analysis of the device revealed normal battery depletion.performance data collected and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Time of recommended replacement time (rrt) was (B)(4)-2015.

Event description:
Furthermore, the lead was explanted and replaced.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy from the right ventricular (rv) lead. It was reported the lead exhibited oversensing, noise, and low high voltage impedance. Additionally, the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The lead was reprogrammed off. Subsequently, the ICD were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.